Event description:
It was reported that at implant both the right ventricular and right atrial leads had sensing variations at different points in the procedure. The leads were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.